Event description:
It was reported that during an implant attempt the right ventricular (rv) lead exhibited loss of capture and high impedance. It was further reported that the lead's helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).